Manufacturer narrative:
On 7/19/2017 - we have requested the device be returned to the manufacturer. To date, we have not received the device. On 12/21/2017: manufacturers narrative: heating pad is 5 years old. Significant discoloration across the entire heating pad. Line cord had been pulled out of unit and probably shorted causing the blackened material. Standard pull tests of 35 lbs and an aggressive strain relief flexing test are done by ul to confirm line cord is attached as designed. The condition of the line cord had to happen over a significant amount of time. Consumers are to inspect prior to use the line cord and look for discoloration. The line cord melted the exterior pvc enclosure by contact. This would be caused by a very hot line cord while unit was not fully shorted. The line cord also had discoloration - which again happens over a significant period of time. This is why we require inspection prior to each use. It is also why we recommend looking at the line cord before use. Under normal use, the line cord would not separate from the unit. Significant pulling must have occurred - due to the extensive testing done on the line cord.

Event description:
(B)(6) 2017 - the consumer claims that the product had caught on fire while in use and burned her skin. Medical attention was received.

Manufacturer narrative:
On 7/19/2017 - we have requested the device be returned to the manufacturer. To date, we have not received the device.

Event description:
On 6/23/2017 - the consumer claims that the product had caught on fire while in use and burned her skin. Medical attention was received.